Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a breast biopsy, the two devices were placed in the patient's right breast. The patient reported seeing her primary care (physician) for a skin reaction/infection at the biopsy sites. This has progressed to some tissue necrosis at the biopsy sites, which are very close together. The patient saw a dermatologist as the area is not getting better, after she had a course of antibiotics (she got an allergic reaction and rash to the antibiotic). The customer indicated that there is no evidence this is from the clips. The dermatologist thought perhaps the skin prep could be at fault. Additional information 01/22/2010: the diagnosis came back positive for dcis in both areas. The patient underwent a surgical procedure to remove the carcinoma.